Event description:
Original analysis determine that the complaint applied to remedial action exemption. During the failure investigation on 03/07/07, the failure of no audio was confirmed. The failure was isolated to the main pcb. The mfg facility has initiated a corrective and preventative action associated with the confirmed failure. There was no pt harm reported.